Event description:
Catheter pulled out of the patient. Catheter had to be replaced. Physical condition of the patient was an issue due to their large breasts. This was the second occurrence with the same patient.